Manufacturer narrative:
Product evaluation: the product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. A root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that a patient with an intraocular lens (iol) implant experienced endophthalmitis. Additional information has been requested but not received to date. This is one of two medical device reports being filed for this issue for this facility.